Event description:
This spontaneous case, via medical records, was received on (B)(4) 2013 and concerns a (B)(6) female patient. The patient's medical history included severe allergy to flagyl, hypertension, hyperlipidemia, asthma, (B)(6), peptic disease, kidney disease, right mastoid operation, depression, mini-facelift, fatigue, mild breathlessness. Concomitant medications included sometime in (B)(6) 2011, the patient started treatment with sculptra (injectable poly-l-lactic acid) injections for an unknown indication. The patient underwent a total of 3 injections in the time frame. The patient also saw multiple physicians during this time. The batch number used was not reported. Expiration date was not reported. Expiration date was not reported. On (B)(6) 2012 the patient underwent an aggressive microdermabrasion and facial. On (B)(6) 2012 the patient underwent botox injections to the forehead/glabellar and crow's feet regions. On (B)(6) 2012, the patient experienced swelling of the face and numbness. The physician assessed that the patient had subcutaneous collagen nodules. The physician reported that this is a unknown side effect of sculptra. The patient was treated with intralesional kenalog 3mg/ml and intralesional normal saline. It was reported this treatment has soften the nodules considerably over time. The patient saw her internist and was prescribed augmentin 875mg bid for 10 days to treat the adverse event, which provided some improvement. Later on the patient saw an ent specialist and was placed on treatment of prednisone 40mg for four days with a taper over 12 days. The patient did not see much improvement. The patient was eventually started on a second course of prednisone therapy. It was mentioned to the patient that the nodules will probably persist over the following year or two. On (B)(6) 2013 the patient was diagnoses with a scar on the left cheek. It was reported by the physician that the event is compatable with a reaction to injected poly-l-lactic acid. This case was received by sanofi-aventis via medical records and forwarded to valeant on (B)(4) 2013.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4). Swelling face, nodule, hypoaesthesia, scar assessed as serious and possibly related.